Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a resolute onyx rx coronary drug eluting stent was implanted in a patient shortly after experiencing a heart attack. It was planned that another stent would be implanted a few days later. During the implantation of the second stent it was noticed that the first stent had some clots; therefore, it was decided not to implant the second stent at that time. It was decided to wait until the clots resolved to implant the second stent. The clots did resolve eventually and the patient was able to get another resolute onyx stent.